Manufacturer narrative:
(B)(4). Concomitant products: the patient¿s medications include; doxazosin, cyanocobalamin, toprol, remeron, prilosec and flomax. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm with gore® excluder® aaa endoprostheses and iliac branch endoprostheses. It was reported, pre-operative imaging had identified an extremely tortuous right internal iliac artery. During the procedure, an iliac branch component was reportedly positioned and deployed as planned without any reported issues. An up-and-over throughwire was established, however during advancement of the internal iliac component resistance was reportedly encountered. According to the report, the up and over through wires had become wrapped around the delivery catheter. The physician elected to remove the through and through wire in an attempt to resolve the wire wrap issue. An effort was made to withdraw the internal iliac component back into the sheath for repositioning. The delivery catheter reportedly caught on the edge of the sheath and began to prematurely deploy within the right common iliac artery. It was reported the physician elected to completely deploy the device. After the device was deployed and the catheter removed from the patient, it was reportedly noted on angiography that the delivery catheter had broken at the polyimide/trailing olive junction, and the leading olive and polyimide wire remained inside the patient. The physician performed a ¿sandwich¿ technique, whereby two iliac extender components were implanted to trap the detached olive and polyimide wire against the wall of the iliac branch component and the right common iliac artery. The right internal iliac artery was abandoned and intentionally covered as it was reported the left internal iliac artery appeared to be fully patent. It was reported, at the conclusion of the procedure, final angiography showed good perfusion bilaterally to the distal extremities and the patient tolerated the procedure. The leading olive and guidewire lumen separation was reported to have been caused by the patient¿s tortuous iliac system.